Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer was assisted with troubleshooting. The customer was treated with insulin shots. The customer alleges that the insulin pump was under delivering because the blood glucose had been high and he can only bring them down with bolusing. The device will not be returned for analysis.